Event description:
Further follow-up revealed that generator replacement surgery resolved the high lead impedance issues. It was reported that device diagnostic testing after the new generator was connected to the existing lead was within normal limits, indicating proper device function. Surgeon indicated that the patient had experienced an increase in seizures for several months prior to generator replacement surgery. Surgeon reported that device diagnostic testing prior to generator replacement had shown inconsistent results and that it was believed that the generator may be nearing end of life. The patient is doing well since generator replacement.

Event description:
Vns pt was referred for surgical consult due to a suspected lead problem. Device diagnostic testing revealed that the pt was receiving the intended therapy, but treating physician believes that there may be a device malfunction due to high lead impedance test results. The device diagnostics test results were high, but were not indicative of a definite device malfunction. The pt fell during a seizure approx three weeks prior, at which time she broke her foot. It is not known whether the pt suffered any injury or trauma during that fall that may have damaged the ncp system.